Event description:
Co received a call today from the doctors office and a distributor service technician said that a heliodent 50 intraoral x-ray unit would not terminate exposure. The dental assistant had to turn the unit off in order for the unit to stop radiating. The doctors office was trying to take a standard bit wing x-ray of a pt.